Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor intermediate vision. The iol was exchanged for another lens model 4 months following the initial implant procedure. The clinical reason for explant mentioned as iol malfunction. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).